Manufacturer narrative:
Based on the claim against the product by the customer noting that the joints of the maryland bipolar forceps instrument were burnt, and there were sparks when they fired the instrument during the procedure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. Failure analysis found the primary failure of the exposed electrode thermal damage to be related to the customer reported complaint. The yaw pulley showed signs of charring and localized melting on the exterior base of one of the grip tips, where the electrode is located. No insulation damage was observed. The conductor wire is not thermally damaged or broken. An electrical continuity test was performed and passed. The root cause for this failure is attributed to mishandling/misuse, commonly caused by excessive high level energy output. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer discovered that the joints of the maryland bipolar forceps instrument were burnt. The customer also observed sparks were fired during the procedure. The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. No evidence of thermal damage was identified on the instrument. It was confirmed that there was no patient harm, injury or adverse outcome. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the joints of the maryland bipolar forceps instrument were burnt, and there were sparks were fired during the procedure, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the procedure log with the information provided resulted in no additional information. A review of the instrument log of the maryland bipolar forceps (part # 420172-17 / lot # n10200508 315) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2022 on system sh2365. There were 3 uses remaining after this last usage. This last usage of the device was before the reported event date. An image of the maryland bipolar forceps instrument related to this event was received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "there appears to be thermal damage at the base of the grips on the bipolar yaw pulley." The probable root cause of the thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.